Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. Low telemetry battery voltage at 2.94v and grey bar pre-implant without programmer interaction. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device was interrogated showing a grey bar on the battery status. The device was isolated at room temperature and had no prior programmer interaction. The device was not used and was substituted from the inventory. There was no patient involvement in this event.